Event description:
The patient did embolization of intracranial aneurysm on (B)(6) 2013. The aneurysm size is 3.7*3.5mm. The surgeon inserted the ev3 mc into the target successfully. He felt friction when advanced the 2rd coil. The tip of the coil had stretched when he withdrew it. The surgeon had to change another one to complete. No adverse event on the patient. Neither the complaint device nor the concomitant devices kinked or bent prior to the reported event. There were no noted damages to the device when it was removed from the patient. An adequate flush was maintained throughout the procedure. Prior to the reported event, orbit 637mf3575, ev3 axium2*8,2*6 orbit 637hf0202 coils were successfully used with the concomitant microcatheter. It was an ev3 microcatheter that was used. Only the complaint device was removed and there was no loss of target site. The event occurred during advancement through the microcatheter. The target lesion was 3.7*3.5 unidentified intracranial aneurysm. No patient demographics were reported.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15560623 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
A non-sterile orbit mini complex fill 3.5x7.5 was received coiled inside of pouch. The hypotube was inspected and it was found kinked. The introducer was received partially unzipped and no damages were noted on it. Part of the support coil was received outside of the introducer from the proximal end of it, the rest of support coil, the gripper and the embolic coil were found inside of the introducer. The support coil and gripper were found without damage and the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damages while the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification according to document es05094 rev 8 and es05098 rev 15. The functional test could not be performed due to the conditions of the received unit. (The support coil was found outside of the introducer). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿detachable coil delivery system (dcs) ¿ resistance/friction¿ could not be evaluated due to the damages found on the device and par of the support coil found outside of the introducer from the proximal end. The failure reported by the costumer as ¿coil ¿ unraveled stretched¿ was confirmed. The failure experienced by the costumer and the damages found on the device could not be conclusively determinate. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process additionally inspections are in place per 637mi021 rev. 26 that prevents these kinds of damages leaving from the facility; therefore no corrective actions will be taken at this time. Review of the information suggests that procedural issues may have contributed to the reported and confirmed events.